Manufacturer narrative:
The device has not been returned for evaluation; without return of the device, no definitive conclusions can be drawn regarding the clinical observation. Follow up is being performed. Should the device be returned a supplemental will be submitted. Mdrs related to this report: 2029214-2017-00746 suspect medical device brand name = pipeline flex w/shield technology model # ped2-500-16.

Event description:
Medtronic received information that during treatment of an aneurysm located in the left internal carotid artery (ica), two pipeline devices did not open distally. It was reported that the physician wanted to jail the echelon to finish the coiling once the pipeline was deployed. However, the first pipeline (ped2-500-16) would not open distally after several attempts and found to be "twisted" distally. The entire system was removed and a new microcatheter was then inserted and a second pipeline was attempted (ped2-450-18) and did not open distally. The physician resheathed more than 2 time in effort to open the device however could not be resheathed, and the entire system was removed and the case was finished. The patient was treated with coils successfully and good flow was observed in ica. The aneurysm max diameter was 18 mm and the neck diameter was 6 mm. The distal landing zone was 4.30 mm and the proximal was 4.68 mm. The patient had moderate vessel tortuosity.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device's braid was returned for evaluation without the pushwire. Since the braid was returned detached from the pushwire we were unable to identify the distal section from the proximal. The braid was observed to be fully open with one end having severe fraying, the middle section having no damage, and the other end having slight fraying. No other anomalies were observed. A supplemental report will be submitted upon evaluation completion. If information is provided in the future, a supplemental report will be issued.